Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation is likely to cause or contribute to patient injury. Device issue: guide wire separation. It was reported that during unpacking, it was noticed that the guide wire was damaged. There was no patient involvement. No additional event or patient information is available. This is being filed based on the lab analysis which revealed that the shaping ribbon and tip coils had separated.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the guide wire separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the intermediate coils. There was a kink in the core 46 cm distal to the proximal end of the guide wire. The intermediate coils were pushed distal from the proximal solder for a length of 0.5 mm. The guide wire core, coils and shaping ribbon had separated and the separated portion was not returned. The core had separated 1.2 cm distal to the center solder. The coils were stretched out distal to the center solder and had separated 2.1 cm distal to the center solder. The shaping ribbon had separated 2.1 cm distal to the center solder. The fracture face of the separation was twisted for a length of 1.5 mm. There was no other damage noted to the guide wire. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Analysis of the guide wire found the guide wire returned with blood and contrast visible on the intermediate coils, which is usually indicative of the guide wire being used in the body, contradictive to the report that the guide wire was found damaged out of package. The damage to the tip could not be confirmed as the guide wire, coils and shaping ribbon had separated and the separated portion was not returned. The separation was not reported in the case description. The coils were stretched out and the shaping ribbon was twisted. The intermediate coils were pushed distal from the proximal solder. Sem analysis of the guide wire suggests the shaping ribbon failure can be attributed to torsional overload, the tip coil failure can be attributed to tensile overload, and the core failure can be attributed to ductile overload. For the guide wire to fail due to these different forces, some portion of the guide wire would have to be trapped either in the anatomy or in another device and a combination of twisting or turning, and pull and push forces applied to the guide wire beyond its design limits causing the tip to detach. There was no information in the case description that would account for this failure as it was reported that the guide wire was found damaged out of the package. The damage found during analysis would have been apparent in manufacturing during quality inspection. It is possible that only the tip was found defective as reported in the case description. The guide wire is delicate and damage to the tip can happen in removal from the packaging or in preparation for use. Additionally, the blood and contrast on the guide wire suggests that the guide wire may have been used in the body or at least handled. It is possible with further manipulation or handling, or while packing of the guide wire, the addition damage and eventual separation occurred. In this case, based on the reported case description and review of the analysis of the wire, a cause for cannot be determined. The lot history record was reviewed and there are no non-conformities associated with this lot number. This MDR is considered closed by the product performance group.